Manufacturer narrative:
H.6. Investigation: one retracted needle assembly and four photos were received by our quality team for evaluation. As the retrieved unit is retracted it is difficult to identify what the cause of the retraction failure was as the customer indicates that the needle would not retract. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There are many potential manufacturing causes of needle retraction failure, all potential causes will be inspected. The device was inspected for damage to the grip, hub, and barrel of the device. No damage was observed. The needle was returned to the un-retracted position and inspection for bent needle or defects to the spring. No defects were observed. The device was then retracted to inspect for damage or catching of the hub or the button and no defects were observed. As the device has been retracted and no evidence of a root cause was identified, the defect of needle retraction failure could not be confirmed. H3 other text : see h.10.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. The following information was provided by the initial reporter. The customer stated: "this is a report about needle retraction failure of iagbc. According to the customer's report, after venipuncture, the hcp pressed the button to activate the safety mechanism but the needle was not retracted."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. The following information was provided by the initial reporter. The customer stated: "this is a report about needle retraction failure of iagbc. According to the customer's report, after venipuncture, the hcp pressed the button to activate the safety mechanism but the needle was not retracted."